Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: unknown if the lens was implanted and therefore explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was scratched during insertion into the eye. Debris/particles were also reported. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens (iol) was loaded in the normal way and a scratch/line was noticed once the lens was implanted in the eye. The account was not sure when or how the scratch occurred. Reportedly, the lens was removed and replaced. The new lens implanted was reported as perfect. No further information was provided. Device available for evaluation: yes. Returned to manufacturer on: 01/26/2017. Returned to manufacturer: yes. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection revealed that the lens was cut in pieces, most probably to make the explant/removal possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.